Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed premature battery depletion on the pacemaker (pm). No changes or intervention was reported. The patient condition was stable.

Event description:
Additional information received notes that the pacemaker (pm) was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device operated at high pacing output settings as well as cap confirm and autocapture were enabled during implant period. When automatic settings are programmed, such as cap confirm and autocapture, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.